Manufacturer narrative:
The insulin pump was received with normal operating currents. The device passed the self test along with the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery tests. No signal too low or check settings alarms were noted. However, the insulin pump alarmed unexpected restart error and lost its memory settings after a battery change due to a voltage leak on the interface board. No cosmetic damage was noted during physical inspection.

Event description:
It was reported via phone call that every time the customer changes the battery the insulin pump loses its settings including the time and date; the insulin pump alarms unexpected restart error and the device resets. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the unexpected restart issue. The customer confirmed that a temp basal was not programmed before the alarm. The insulin pump was not stored or out-of-use for an extended period of time either. The alarm occurred shortly after a battery change. The device also alarms signal too low. The insulin pump was returned and replaced.